Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the poor communication, shaking, and light headedness issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
See manufacturing report number 3004209178-2018-02128. For other device related to this event. Concomitant medical products: product# 37603, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient went through an airport security check point when she noticed her hand was shaking and she was light headed. During the call the patient wanted to make sure her left side device was on. The patient initially encountered poor communication while on the call but it was resolved by repositioning the patient programmer against the patient's skin. The patient confirmed her stimulation said on and the ins battery level was ok and she could see her stimulation settings. The patient stated once her patient programmer was synced with her ins her hand shaking resolved and she thought the lightheadedness would go away in a little while. No further complications were reported or anticipated.